Event description:
It was reported that the patient one of the leads was not functioning. Moreover, the patient was experiencing shortness of breath (sob) and fatigue. Boston scientific technical service (ts) advised patient to talk with the physician and to confirm if symptoms were related with the lead not working great. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.